Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") in an adult female patient who had essure (batch no. 976393-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and penicillin allergy. Vno contrast was seen within the fallopian tubes. Previously administered products included for birth control: nuvaring; for an unreported indication: nuvaring'. Concurrent conditions included penicillin allergy, latex allergy, hearing loss unilateral, anemia, postpartum, dehydration, hsv infection, sinusitis nos, dysmenorrhea since 2015, short of breath, mass, headache, general body pain, heart racing, dizziness, sinusitis, vaginal swelling, pain, itching, yeast infection, vaginitis, vaginal itching, burning sensation, vaginal discharge, allergic reaction to antibiotics and allergic reaction to antibiotics. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ abdomen pain"), pelvic pain ("chronic pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2016, she had a pelvic surgery, total vaginal hysterectomy(total hysterectomy (uterus and). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vulvovaginal pain and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016: she noted some blood coming from her vaginal area and since she has had a hysterectomy was concerned. On (B)(6) 2016: description of operation: the uteroovarian ligaments were doubly ligated, and the specimen was removed. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - on (B)(6) 2014: bilateral closure of the fallopian tube ultrasound scan vagina - on an unknown date: essure was in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in an adult female patient who had essure (batch no. 976393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and penicillin allergy. Vno contrast was seen within the fallopian tubes. Previously administered products included for birth control: nuvaring; for an unreported indication: nuvaring'. Concurrent conditions included penicillin allergy, latex allergy, hearing loss unilateral, anemia, postpartum, dehydration, hsv infection, sinusitis nos, dysmenorrhea since 2015, short of breath, mass, headache, general body pain, heart racing, dizziness, sinusitis, vaginal swelling, pain, itching, yeast infection, vaginitis, vaginal itching, burning sensation, vaginal discharge, allergic reaction to antibiotics and allergic reaction to antibiotics. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"). In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ abdomen pain"), pelvic pain ("chronic pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2016, she had a pelvic surgery, total vaginal hysterectomy(total hysterectomy (uterus and). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vulvovaginal pain and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain, perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016: she noted some blood coming from her vaginal area and since she has had a hysterectomy was concerned. On (B)(6) 2016: description of operation: the uteroovarian ligaments were doubly ligated, and the specimen was removed. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - on (B)(6) 2014: bilateral closure of the fallopian tube. Ultrasound scan vagina - on an unknown date: essure was in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain . Most recent follow-up information incorporated above includes: on 24-may-2018: pfs received. Updated suspect drug indication. Event "vaginal infection" added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Previously administered products included for an unreported indication: nuvaring'. Concurrent conditions included penicillin allergy, latex allergy, hearing loss unilateral, anemia, dehydration, hsv infection, sinusitis nos and dysmenorrhea since 2015. In 2012, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (on (B)(6) 2016, she had a pelvic surgery, total vaginal hysterectomy). At the time of the report, the perforation, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, pelvic pain and perforation to be related to essure. The reporter commented: on (B)(6) 2016: she noted some blood coming from her vaginal area and since she has had a hysterectomy was concerned. On (B)(6) 2016: description of operation: the uteroovarian ligaments were doubly ligated, and the specimen was removed. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records: new reporters added; patient's relevant medical history and lab test added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Previously administered products included for birth control: nuvaring; for an unreported indication: nuvaring'. Concurrent conditions included penicillin allergy, latex allergy, hearing loss unilateral, anemia, dehydration, hsv infection, sinusitis nos and dysmenorrhea since 2015. In 2012, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ abdomen pain"), pelvic pain ("chronic pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2016, she had a pelvic surgery, total vaginal hysterectomy). At the time of the report, the perforation, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016: she noted some blood coming from her vaginal area and since she has had a hysterectomy was concerned. On (B)(6) 2016: description of operation: the uteroovarian ligaments were doubly ligated, and the specimen was removed. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Ultrasound scan vagina - on an unknown date: essure was in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Added laboratory data, historical drug were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Updated events and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (on (B)(6) 2016, she had a pelvic surgery). At the time of the report, the perforation, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.